Manufacturer narrative:
Review of the postoperative x-rays confirms that the locking cover has separated from the interbody/spacer construct. Imaging from the index surgery was requested to assess initial placement and locking mechanism engagement; however, these images were not made available for review. As a result, it could not be confirmed whether the locking cover was fully engaged at the time of the initial procedure. The distributor reported no patient injury and revision surgery is pending. The root cause cannot be determined at this time. Review of labeling: possible adverse events: like other spinal system implants, the following adverse events are possible. This list is not exhaustive: bending, disassembly, or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.

Event description:
A patient underwent anterior cervical discectomy fusion (acdf) spinal surgery on (B)(6) 2025. On (B)(6) 2025, it was observed during routine postoperative follow up that the no profile locking cover separated from the no profile spacer.

Manufacturer narrative:
Review of the postoperative x-rays confirms that the locking cover does not appear to be seated flush against the spacer as intended. Imaging from the index surgery was requested to assess initial placement and locking mechanism engagement; however, these images were not made available for review. As a result, it could not be confirmed whether the locking cover was fully engaged at the time of the initial procedure. Multiple good faith efforts were made to obtain follow-up information regarding the patient's condition and potential revision; however, no additional clinical details were received. The distributor reported no patient injury. Surgical intervention could not be confirmed. Root cause undetermined. Review of labeling: possible adverse events: like other spinal system implants, the following adverse events are possible. This list is not exhaustive: bending, disassembly, or fracture of implant and components loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.

Event description:
A patient underwent anterior cervical discectomy fusion (acdf) spinal surgery on (B)(6) 2025. On (B)(6) 2025, it was observed during routine postoperative follow up that the no profile locking cover was not properly seated in the no profile spacer.